Manufacturer narrative:
According to the facility on (B)(6) 2022 the residents catheter tubing was discovered to be broken, leaving a portion of the tubing inside the resident's urethra. Per the facility the catheter was placed on (B)(6) 2022 with no problems noted at the time of insertion. Per the facility when the nurse attempted to remove the catheter there was noted resistance as 'they were unable to deflate the balloon'. The resident was sent to the emergency room where a new catheter was placed without issue. Per the facility there was no adverse effects related to the incident with the catheter. No additional information was provided. The actual sample was not returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 the residents catheter tubing was discovered to be broken, leaving a portion of the tubing inside the resident's urethra.